Event description:
This 42-yr-old female had the left saline implant removed and replaced with another implant 9/6/94. She again present with apparent deflated left implant. Gross exam: the right implant was ruptured at time of surgery. The left implant is almost entirely deflated, contains minimum of watery fluid. A gross defect within the wall of the implant is not visualized.